Event description:
Philips received a complaint on the v60 ventilator indicating that the data acquisition (da) printed circuit board assembly (pcba) smoked. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the device had been recently serviced, with the da pcba newly installed. When the customer attempted to use the device, it smoked and produced a ventilator inoperable (inop) message. The exact message/alarm was not known. The rse informed the customer that a possible cause for the smoking da pcba and alarm was that the autozero solenoid pins were not seated correctly. Further service of the device is pending the scheduling of the onsite service by a field service engineer (fse). This investigation is ongoing.